Manufacturer narrative:
With the provided information, a general reagent issue can be excluded. Further investigations were done by the manufacturer; hitachi hightec. Hitachi's investigations found that the sample probe in the microcup position was misaligned. The root cause was due to a misadjusted sample probe. The primary root cause of the misadjustment could not be identified. A tilted 13 mm tube can not be excluded. According to the cobas 6000 operator manual version 8.2, only 16 mm tubes should be used. The questionable low result was correctly logged with <test data flag and sent to the laboratory information system but deactivated there. So the flagged result was reported outside the laboratory without a rerun.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated.

Event description:
We received an allegation of a falsely low crp measurement for 1 patient's sample run on one of their cobas 6000 c501 modules (cobas 1) leading to a delay in starting the patient on antibiotics. On (B)(6) 2023 the first sample performed on the patient showed a crp of 44 mg/l. The patient was in the outpatient setting and was discharged. On (B)(6) 2023 the patient returned to the emergency department and a new sample was tested in a microcup and the result was less than 1 mg/l. This sample was taken 22 hours after the first sample. The patient was sent home. The sample from (B)(6) 2023 was not rechecked or verified on 22-aug-2023 as it was within the laboratory protocols. Although the delta check was triggered, it was overruled by another rule the laboratory has implemented for crp. On (B)(6) 2023 at around 10:30 am: the patient again presented to the emergency department and a new venous blood sample was drawn and the result was 397 mg/l. The patient was reportedly started on antibiotics treatment around 11:50 am. The sample from (B)(6) 2023 was repeated and was found to be 190 mg/l (tested on cobas 2).

Manufacturer narrative:
The cobas 6000 c501 analyzer serial numbers used were 14e6-10 (cobas 1) and 14e6-12 (cobas 2). On (B)(6) 2023 the alarm trace showed multiple sample probe up/down alarms at reagent disk position. The investigation is ongoing. This event was reviewed by a roche physician who concluded that based on the provided information, there is no indication to reasonably suggest that the roche device caused or contributed to the patient¿s death from streptococcal a sepsis. The patient is a 23 month old child who initially presented to an outpatient clinic on (B)(6) 2023 with complaints of inability to stand. There was a suspicion of an infectious etiology of orthopedic focus and laboratory work was sent which showed a wbc count of 17.1 and a crp 44 mg/l. Immediately, this should have raised high suspicion for an infection as both counts are significantly elevated. No blood cultures or aspiration of the suspected joint were performed and no antibiotics were initiated on (B)(6) 2023. In a child who presents with refusal to bear weight, a wbc count greater than 12, and a crp greater than 2.0 mg/dl, as was the case in our patient, the risk of septic arthritis is 83%; the risk increases to 93% if the child also has a fever. In this scenario, the standard of care is that the patient should be admitted to the hospital, blood cultures obtained, imaging and aspiration should have been performed of the affected joint, and antibiotics should have been initiated (sawyer 2009, erkilinc 2021). The patient then came to the emergency department on (B)(6) 2023 where more labwork was obtained and the patient was then found to have a wbc count of 13.5 and a crp <1 mg/l; this crp was taken 22 hours after the initial crp on (B)(6) 2023. The patient was sent home. The results of the crp were not questioned and were not verified even though the patient persisted to have symptoms and the patient¿s father questioned the crp results. Crp also is not expected to recover to normal even in the setting of appropriate treatment and antibiotics. The half-life of crp is approximately 19 hours (pepys 2003, ehl 1997) . Hence with an initial crp of 44 on (B)(6) 2023, the crp would not be expected to be less than 1 mg/l on (B)(6) 2023. The crp from (B)(6) 2023 should have been verified prior to release that day. This crp was verified, the next day, on (B)(6) 2023 and it was found to be 190 mg/l. On (B)(6) 2023, the patient presented again to the emergency department and now had a visibly blue hip joint. Labwork performed showed a wbc count of 3 and a crp of 397 mg/l. The patient was started on antibiotics on this date. Blood cultures and throat cultures both grew streptococcus. The patient expired from group a streptococcal sepsis. Septic arthritis most commonly occurs in children and is usually caused by a hematogenous spread and growing bones are especially susceptible. Septic arthritis also most commonly affects the larger joints of the lower limbs such as the hip, knee and ankles. Although septic arthritis can present in many ways, one of the most classic presentations is a child refusing to bear weight on the affected limb. In children with suspected septic arthritis, blood cultures and aspiration of the joint should be performed immediately and empiric antibiotics should be initiated (pääkkönen 2012,peltola 2009). Even though this patient presented with a high degree of suspicion for septic arthritis on (B)(6) 2023, antibiotics were not initiated and standard of care was not delivered. Sawyer jr, kapoor m. The limping child: a systematic approach to diagnosis. Am fam physician. 2009;79(3):215-224. Erkilinc, mehmet md; gilmore, allison md; weber, morgan md; mistovich, r. Justin md, mba. Current concepts in pediatric septic arthritis. Journal of the american academy of orthopaedic surgeons 29(5):p 196-206, march 1, 2021. / doi: 10.5435/jaaos-d-20-00835 pepys mb, hirschfield gm. C-reactive protein: a critical update [published correction appears in j clin invest. 2003 jul;112(2):299]. J clin invest. 2003;111(12):1805-1812. Doi:10.1172/jci18921. Ehl s, gering b, bartmann p, högel j, pohlandt f. C-reactive protein is a useful marker for guiding duration of antibiotic therapy in suspected neonatal bacterial infection. Pediatrics. 1997;99(2):216-221. Doi:10.1542/peds.99.2.216. Pääkkönen m, peltola h. Management of a child with suspected acute septic arthritis. Arch dis child. 2012;97(3):287-292. Doi:10.1136/archdischild-2011-300462. Peltola h, pääkkönen m, kallio p, kallio mj; osteomyelitis-septic arthritis (om-sa) study group. Prospective, randomized trial of 10 days versus 30 days of antimicrobial treatment, including a short-term course of parenteral therapy, for childhood septic arthritis. Clin infect dis. 2009;48(9):1201-1210. Doi:10.1086/597582.